Event description:
Customer reports a potassium 20ml infusion programmed over 2 hours completed in less than one hour. No patient injury was reported. Biomed tested the pump and it initially gave a channel error of 245.3020. When they tried again there was no error, but the pump did not pass patient side occlusion during the testing.

Manufacturer narrative:
Concomitant product(s) : non-cfn secondary set attached to empty IV bag, potassium chloride 20meq/100ml (lot p328773), 1000ml excel IV bag (d5% 1/2ns, lot j5a35), therapy date (B)(6) 2015. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a potassium infusion finishing in 1 hour instead of 2 hours was confirmed in the pcu event log. Physical inspection noted the device to be in overall good condition with no anomalies. The primary set was inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were noted with the primary set. Analysis of the pcu shows that pump module s/n (B)(4) was running a primary infusion of primary IV fluids at a rate of 50ml/hr. At 8:01 pm on 09 (B)(6) 2015, the user programmed a secondary infusion of potassium chloride 20meq/100ml at a rate of 50ml/hr x 2hrs, with a vtbi of 100ml. At 9:11 pm, approximately 1 hour and 10 minutes later, the user channeled off the device and the system was shutdown and powered off. There were no alarms during this secondary infusion. The total secondary volume recorded during this period was 58.209ml. The rate accuracy test was within normal limits. Patient side occlusion test was performed, and passed at 10.60psi. Functional and pressure testing of the primary set was performed; no leaks were observed. The sets were tested as received for a possible backflow (check valve failure) issue; they were within normal limits. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted with investigation results upon completion of the investigation.